Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequency of menses"), menorrhagia ("menorrhagia"), cyst ("cyst"), adhesion ("adhesions"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia, cyst, uterine leiomyoma, adhesion, menstruation irregular, dysmenorrhoea, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, adhesion, cyst, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, polymenorrhoea, uterine leiomyoma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequency of menses"), menorrhagia ("menorrhagia"), cyst ("cyst"), adhesion ("adhesions"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia, cyst, uterine leiomyoma, adhesion, menstruation irregular, dysmenorrhoea, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, adhesion, cyst, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, polymenorrhoea, uterine leiomyoma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.